Event description:
Us complainant reported the patient was on impella 5.5 support and after the implant, the pump shifted towards septal wall limiting its flow. Kink occurred on catheter that did not allow forward maneuver. Final position was at 3.4 cm toward mitral valve. The patient's family decided to withdraw care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for investigation. Data log review was not required for this case run. According to the clinical notes, the doctor was not able to reposition the pump after it became shallow during the advancement of the blue hub. Doctor was able to reposition the pump. The cause of the positioning issue was most likely use related since the pump position was compromised during advancing the blue cath-anchor.